Manufacturer narrative:
Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the customer was using the cartridge for longer than the recommended time period. Tandem technical support educated the customer that cartridge reuse is off label per the tandem user guide. The customer resumed insulin therapy.